Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture when programmed at the maximum output. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.